Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient in a study (ion registry) underwent an ion lung biopsy. Intra-procedure bleeding was observed which resolved spontaneously and was reported as nashville grade 2. A cryoextraction of clot from the airways (predominantly left upper lobe) was performed with no active bleeding observed, 6 ml of tranexamic acid was given. The action taken for the adverse event was described as bronchoscopic intervention. A post-procedure chest x-ray showed no pneumothorax; but, some new opacities in the left lower lung that could be consistent with distal blood not clearing during the procedure. In the pacu, the patient required 1 liter oxygen via nasal cannula but did not have hemoptysis. The patient was directly admitted to the pulmonary medicine service for observation. Observation and monitoring occurred for less than 24 hours (an x-ray was performed) before the patient was discharged. There was no hospital re-admission. The lesion of the left upper lobe measured 8 x 8 x 9 mm. The distance to the nearest pleura was 47 mm and the distance from the nearest major blood vessel was 2 mm. Tools used were 23g flexision needle and cryoprobe ¿ 1.1 mm and the procedure time was 52 minutes. Pathology results revealed malignant adenocarcinoma. The procedure was completed as planned with ion, without ion malfunctions reported. The study investigator reported the event as a ctcae grade 2, not a serious adverse event (sae), possibly related to the ion system, possibly related to the ion procedure, but not related to the patient's existing condition(s). An ion device or system or third-party device did not cause or contribute to the event.